Manufacturer narrative:
Reportable based on analysis of the returned specimen exhibiting ptfe coating damage and removal. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. As received, the specimen consisted of one each safari2 275cm sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented bend damage located 42.2 to 42.5cm from the distal limit of the formed curve. The coil damage created a localized oversized diameter to .04635" and ptfe coating damage and removal. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The complaint of damage is confirmed. At this time, it is not possible to confirm when the damage occurred or assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Event description:
As reported:"event description: it was reported that: on 30th of may 2019 during introduction of the valvuloplasty balloon onto the safari2 wire, the damage of the wire's coil has been noticed and difficulty to advance the balloon at the part of the wire outside the patient. The team has decided to use a new wire. Associated with labeled use? Yes. Where did the problem occur? Inside the patient. Action taken to resolve: device removed. Patient condition notes: good. Physician opinion of relationship of event to device or the index procedure: physicians have not blamed loading person for the event. They have supposed the technical issue. Was bav performed? Yes. Did any patient harm occur? No. Was the anatomy tortuous? Mild. Access site transfemoral - right. Was there any central or pvl post procedure? Yes. What was the severity of the leak? No leak reported."